Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381512 and lot number 5267948. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Event description:
Inserting 24g bd insyte IV catheter with lot number 5267948 for infusion. Catheter appeared wnl prior to insertion. Upon insertion and blood flash attempted to advance catheter off of needle and felt it "catch" after partial advancement. Patient reported increased discomfort with that. Given the unexpected feel of advancing and patients report of increase discomfort. Decision made to withdraw needle and catheter and start over. Upon removing needle & catheter the catheter was noted to have a plastic" spur sticking out of the side approx 1/3 up the catheter. All pieces of plastic appeared to be present and no pieces were noted to be missing. Second IV attempt made with IV from rn stock with different lot number was successful and proceeded as expected.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.